Event description:
Title: different tonsillectomy techniques: our experience. Authors: matej rezo, ¿, hrvoje mihalj. Doi: not provided. The aim of this study is to investigates how different tonsillectomy techniques, including the cold steel method, coblation technique, and a device using ultrasonic energy, affect patients¿ recovery, specifically pain management. Between november 2024 to july 2025, a total of 60 patients underwent adenotonsillectomy using harmonic ultrasonic scalpel. Reported complications are. N=? Experienced postoperative hemorrhage. Treatment: not mentioned. N=; postoperative vas. Treatment: not mentioned. In conclusion, both the harmonic scalpel and coblation techniques for tonsillectomy result in better pain management within the first postoperative week, allowing for an earlier return to everyday activities.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2026 b3: publication year of 2026 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.